Event description:
A report was received that during a trial procedure, the lead was severed after multiple failed attempts were made to place the lead. It was noted that the distal four contacts were still in the patients epidural space.